Event description:
It was reported that the customer experienced damage to the cartridge, specifically the cartridge pigtail, which was bent, over the past year on four occasions (specific event dates were not provided). This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the displayed value shown as "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections without needing assistance from a third party. The customer successfully changed the cartridge and resumed insulin therapy, and the damaged cartridge was not returned.